Manufacturer narrative:
A tear was found in the unexposed portion of the soft cannula which caused an internal leak that led to corrosion on the pcb and batteries. However, because of the leak on the unexposed portion of the soft cannula, the full fluid pathway could not be properly leak tested. Therefore, the cause of the reported leaking during wear could not be conclusively determined. No abnormalities were found with the formed needle that would cause a tear in the soft cannula. No abnormalities were observed in the download data. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's bg (blood glucose) values reached over 500 mg/dl while wearing the pod between 4 and 24 hours on the leg. Patient reported the pod was leaking. For treatment, a manual injection of 7 units was delivered, then a new pod was activated.